Event description:
It was reported that patient had hip revised due to infection.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Other devices listed in this report: cat. No.: unk, lot code: unk, unknown accolade stem; cat. No.: unk, lot code: unk, unknown head; cat. No.: unk, lot code: unk, unknown cup; cat. No.: unk, lot code: unk, unknown screw. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.